Event description:
Caller reports the patient tested 280 mg/dl on the comfort system and was given insulin. An unknown time later, the patient then experienced hypoglycemic symptoms and was given dextrose. No additional information about treatment received was provided. Requested return of suspect system for evaluation.

Manufacturer narrative:
Event occurred in another country.